Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor (serial (B)(6)) transcatheter aortic valve was chosen for implantation utilizing a large flexnav delivery system (lot: 9012348). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Baseline rhythm was left bundle branch block and atrial fibrillation. Once the flexnav crossed the valve, the patient went asystolic. Temporary pacing was started. The navitor was implanted successfully at a depth of 3mm. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). After removal of the flexnav, a left groin dissection was observed. A covered stent was placed to treat the dissection. The patient left the operating room with temporary pacing and was hospitalized for monitoring of rhythm. On (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported to be stable.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor (serial (B)(6)) transcatheter aortic valve was chosen for implantation utilizing a large flexnav delivery system (lot: 9012348). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Baseline rhythm was left bundle branch block and atrial fibrillation. Once the flexnav crossed the valve, the patient went in to complete heart block and became asystolic. Temporary pacing was started. The navitor was implanted successfully at a depth of 3mm. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). After removal of the flexnav, a left groin dissection was observed. A covered stent was placed to treat the dissection. The patient left the operating room with temporary pacing and was hospitalized for monitoring of rhythm. On (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
H6 - adverse event problem: health effect - clinical code: removed code 1762 cardiac arrest. An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. It is possible that patient conditions (pre-existing left bundle branch block (lbbb) and atrial fibrillation) and/or procedural conditions contributed to the event; however, this cannot be confirmed. The reported hospitalization, unexpected medical intervention, and surgical intervention were due to case-specific circumstances as a temporary pacemaker was placed to address the heart block, the patient was hospitalized to monitor their rhythm, and a permanent pacemaker was implanted one-day post-procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.